Manufacturer narrative:
(B)(4) hypotube detached. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed during the week of (B)(6) 2015; the exact date of the procedure is unknown. According to the complainant, during the procedure, the clip was deployed successfully onto tissue. However, it was reported that the tip of the control wire (hypotube) fell into the patient and was retrieved through suction of the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.